Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on the atellica ch 930 analyzer. Quality control (qc) was recovered within range on the day of the event. The customer checked probes and observed that reaction washer probe 1 dispense (r1d) dripped into the reaction ring. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, observed water leakage from reaction washer nozzle 1, replaced 2-way valve for reaction washer 1 (rw1) dispensing, cleaned waste tubing and ran auto check, qc, and maintenance, which passed. Siemens evaluated this event and determined that droplets from reaction washer probe diluted sample in reaction cuvettes potentially contributed to the falsely elevated co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on the atellica ch 930 analyzer. The initial result was reported to the physician(s), who questioned the result. The patient was redrawn, and the new sample was reprocessed on an alternate atellica ch 930 analyzer. The redrawn sample result recovered lower than the initial result. The redrawn sample result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to a falsely elevated co2_c result.